Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) battery had ¿suffered a premature loss in its capacity¿ after having been ¿recharged in emergency¿ from an overdischarged state. It was noted the patient¿s programming and use patterns meant the battery should last several days; however, the ¿battery discharged very fast¿ at the time of report. The ins battery state was checked and found to be ¿ok¿ and impedance testing found that all impedances were ¿within the parameters.¿ it was noted the patient experienced pain at an unknown site as a result of the issue. There were no surgical interventions needed to prevent a permanent impairment of function and the event did not lead to or extend patient hospitalization; the patient was alive with no injury at the time of report. There were no further complications reported or anticipation. The patient¿s medical history included ¿cirrhosis principle.¿